Event description:
The customer reported that the bronchovideoscope had no image during service. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive of the distal end was detached. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be established but could be linked to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.